Event description:
This report was received from an ophthalmologist of a woman who underwent a cataract extraction with implantation of the model 920 uv-absorbing silicone iol into her right eye. Post surgery, she complained of a persistent ache in her eye. She was found to have a persistent mild iritis despite the normal course of steroid treatment following surgery. She continues to be on a slowly tapering dose of topical steroids and appears to be improving. The physician is concerned that there may be a possibility of a smoldering, late endophthalmitis. She continues to be followed closely. Add'l info is being sought as to whether the pt did develop an endophthalmitis, add'l treatment and final outcome of the event.